Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found out to be fractured. The lead was scheduled to be explanted. As of this time, the lead remains in service. No adverse patient effects reported.